Manufacturer narrative:
Replacement reagent was sent.

Event description:
A customer contacted beckman coulter inc., (bci) and reported that alp reagent kept on giving level sensor error. Customer checked wedge and the alp cartridge leaked on the instrument. No injury was reported in connection with this event.